Event description:
It was reported that during a right upper lobectomy, the first white reload firing was across the pulmonary vein, the device worked properly. The second white reload firing was across the pulmonary artery, the device cut through the tissue however staples did not form. It is unknown if the device was used for more firings prior to the event. The procedure was immediately converted to a thoracotomy. The patient lost a significant amount of blood, however the amount is unknown. A coronary bypass had to be performed on the patient. The patient is currently in the intensive care unit. It is unknown it the patient received a blood transfusion and if so, how many units of blood were given to the patient.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time. Additional information based on a conversation between the surgeon and the bariatric account rep: patient is stable in ICU. The surgeon described the situation as follows: the device was fired across the pulmonary vein with no complications. Dissection continued. The device was fired for again across pulmonary artery. Firing sequence felt normal. When the stapler jaws were opened, hemostasis had not been achieved due to amount of blood coming from the stapling site. He believes the distal portion of the staple line was not complete. He feels the knife advanced without staple formation at the distal end of the pulmonary artery. Due to the urgency of the moment, he was not able to provide a detailed observation of the staple line. The patient appears to be stabilized with no neurological or kidney damage.

Manufacturer narrative:
Tracking # (B)(4). Date sent: 02/24/2010. Evaluation summary: one sc45 device and two ecr45w white cartridges were presented for analysis. It is unknown which reload was utilized at the time of the incident. The sc45 device was found to be in good condition with no issues. All functions worked as expected and there was no visible damage to the device that could be seen without disassembling the device and without specialized equipment. The key areas were investigated with no apparent damage including the jaw assembly (anvil and channel) and the knife. The device was not disassembled. The first cartridge analyzed, batch # f5wz6e, had minimal damage and is expected to be the cartridge used for the first device firing across the pulmonary vein. The reported event indicated that the device worked properly for this firing. The second cartridge analyzed, batch # f5wr2e, had more severe damage and is expected to be the cartridge used for the second device firing across the pulmonary artery. The reported event indicated that the resulting staple line from this firing was not hemostatic. Findings from the preliminary analysis found one erratically formed staple present and caught between the driver and the cartridge body pocket. This is typically cited as a staple bypass. Evidence of damage was also found on the cartridge body near the staple bypass. The edge on the cartridge deck step just proximal to the staple bypass has a series of three dents; the cause of this is unknown. The sled was fully advanced on this cartridge indicating full knife travel. The most distal 6 drivers are fully extended. This indicates that all staple drivers were deployed fully. Evidence of damage was found on a series of six distal staple drivers on the right side of the cartridge. All six drivers show signs of being crushed by something harder than plastic. One of the six drivers appears to be sheared by an object harder than the driver material in a direction going from proximal to distal. The edge of the step on the cartridge deck has been skived away by something harder than the cartridge body material. This damage is on the left side of the cartridge and nearly opposite of the damaged drivers. The direction of the skiving action was proximal to distal. The distal most end of the skiving mark has a pronounced burr. No drivers in the skived area appear to be damaged. The damage on the second cartridge is consistent with something hard being clamped in the jaws and fired across. The sheared and skived marks are consistent with the knife direction. The crushing of drivers is consistent with a hard object providing pressure to their surface. It is possible that a clip or other metal object was in the jaws during the firing and as the knife advanced the clip was pushed by the knife which would damage the cartridge surface and prevent the staples from properly forming leaving a defective staple line. As stated earlier, the knife and anvil did not appear to be damaged, but they are both made of very hard materials. Closer inspection would need to be completed on those two components to see if damage could be found. During the manufacturing process, there is 100% inspection of the devices and cartridges and damage to the cartridge as exhibited here would have been detected. The device was fired with a new staple reload and the resulting staple line was acceptable. The staples all formed into a "b" shape with no noticeable alignment issues. It was noted that the cut line did have a slightly jagged edge on one side of the cut. The other side of the cut line did not exhibit any irregularities. When cutting thin plastic it was considered acceptable and not unexpected to have some appearance of a jagged cut line. The device with a new reload performed as expected. These conclusions are preliminary based on the information available. More definitive conclusions as to the cartridge damage may be made if the device and cartridge are able to be examined utilizing equipment that was not available in the hospital lab, such as CT scanning, scanning electron microscope, disassembly, etc.